Manufacturer narrative:
(B)(4). No indication of product failure.

Event description:
On (B)(6) 2019 the patient underwent a wound lavage and re-suture of the non-healing wound. A wound assessment performed by the treating center on (B)(6) 2019 found that the wound had still not healed properly. The rns neurostimulator was explanted on (B)(6) 2019. The explanted product will not be returned to neuropace per the treating center. No further information was provided by the treating center.